Event description:
It was reported the lead integrity alert triggered. The lead was electrically abandoned. It was suspected that there was intermittent ventricular pacing by atrial electrode. The lead was later explanted and replaced. No patient complications were reported as a result of this event, and the patient was reported to be doing ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.